Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse adjusted the mixer 1 and 2 heights. The wash up down, dilution wash up down, sample probe and reagent probe alignments were acceptable. The cse recalibrated and ran quality controls, which were acceptable. The cause of the discordant, falsely elevated calcium result was due to improper mixer 1 and 2 heights. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium result was obtained on one patient sample on the advia chemistry xpt instrument. The discordant result was not reported to the physicians(s). The sample was repeated on an alternate advia chemistry xpt instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium result.